Event description:
Customer reported being hospitalized for high blood glucose levels and dka. High blood glucose was caused by a bent cannula. Troubleshooting was performed and pump appeared to be functioning normally.